Manufacturer narrative:
We spoke to our oncall tech support to confirm the details of the complaint, and the following are those notes. The nurse reported that the central monitoring system had a windows error and that the unit was rebooted. They stated that everything was working fine. We told them to notify their biomed of the error and to have the biomed call us in the morning. Therefore, the unit did not reboot by itself. Also, the customer stated that there was no data lost except for during the time the nurse had rebooted the unit. There is no further info at this time.

Event description:
(B)(4).